Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a scratch on switch #1. In addition, evaluation found the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the adhesive around the objective and light guide lenses had white clouded areas, the scope cover was dented, the connecting tube was wrinkled, and switch #3 and #4 were worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had an air/water leak from the switch key tops. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air leak was found after use of the scope.